Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose and the ambulance was called. Blood glucose was 2.8 mmol/l. Customer was pregnant and the people from ambulance gave her glucagon injections. It was unknown whether the customer was using auto mode feature at the time of reported low blood glucose event. Customer mentioned that the sensor was not working with her insulin pump. Insulin pump will not be returned for analysis.